Manufacturer narrative:
Reliability analysis evaluated one opened/used enlite inserter, and performed testing. The inserter passed per specification. The enlite-serter connected and released properly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
While reporting issues with the serter not releasing the sensor, the customer reported that she had a blood glucose level of 424 mg/dl at the time of the call. No further information was provided.